Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® adult disposable anesthesia breathing circuit had a quality issue, which caused the circuit to disconnect intra-operatively. It was noted that patient safety was at risk due to the incident. It was additionally reported that there was a "tubing disconnect from the elbow." No patient injury was reported. See MFR: 3012307300-2017-00031, 3012307300-2017-00032, 3012307300-2017-00033, 3012307300-2017-00034, 3012307300-2017-00070, 3012307300-2017-00071, 3012307300-2017-00072, 3012307300-2017-00073, 3012307300-2017-00074, 3012307300-2017-00075, 3012307300-2017-00076, 3012307300-2017-00077, 3012307300-2017-00078, 3012307300-2017-00079, 3012307300-2017-00080, 3012307300-2017-00081, 3012307300-2017-00082, 3012307300-2017-00083, 3012307300-2017-00084, 3012307300-2017-00085, 3012307300-2017-00086, 3012307300-2017-00087, 3012307300-2017-00088, 3012307300-2017-00089, 3012307300-2017-00090, 3012307300-2017-00091, 3012307300-2017-00092, 3012307300-2017-00093, 3012307300-2017-00094, 3012307300-2017-00095, 3012307300-2017-00096, 3012307300-2017-00097, 3012307300-2017-00098, 3012307300-2017-00099, 3012307300-2017-00100, 3012307300-2017-00101, 3012307300-2017-00102, 3012307300-2017-00103, 3012307300-2017-00104, 3012307300-2017-00105, 3012307300-2017-00106, 3012307300-2017-00107, 3012307300-2017-00108, 3012307300-2017-00109, 3012307300-2017-00110, 3012307300-2017-00111, 3012307300-2017-00112, 3012307300-2017-00113, 3012307300-2017-00114, 3012307300-2017-00115, 3012307300-2017-00116, 3012307300-2017-00117, 3012307300-2017-00118, 3012307300-2017-00119, 3012307300-2017-00120, 3012307300-2017-00121, 3012307300-2017-00122, 3012307300-2017-00123, 3012307300-2017-00124, 3012307300-2017-00125, 3012307300-2017-00126, 3012307300-2017-00127, 3012307300-2017-00128, 3012307300-2017-00129, 3012307300-2017-00130, 3012307300-2017-00131, 3012307300-2017-00132, 3012307300-2017-00133, 3012307300-2017-00134, 3012307300-2017-00135, 3012307300-2017-00136, 3012307300-2017-00137, 3012307300-2017-00138, 3012307300-2017-00139, 3012307300-2017-00140, 3012307300-2017-00141, 3012307300-2017-00142, 3012307300-2017-00143, 3012307300-2017-00144, 3012307300-2017-00145, 3012307300-2017-00146, 3012307300-2017-00147, 3012307300-2017-00148, 3012307300-2017-00149, 3012307300-2017-00150, 3012307300-2017-00151, 3012307300-2017-00152, 3012307300-2017-00153, 3012307300-2017-00154, 3012307300-2017-00155, 3012307300-2017-00156, 3012307300-2017-00157, 3012307300-2017-00158, 3012307300-2017-00159, 3012307300-2017-00160, 3012307300-2017-00161, 3012307300-2017-00162, 3012307300-2017-00163, 3012307300-2017-00164, and 3012307300-2017-00165.

Manufacturer narrative:
One used 9.0mm portex® uniperc® adjustable flange extended-length tracheostomy tube inner cannula was returned for investigation. The returned device was received inside a plastic bag without its original packaging. Visual inspection revealed a kink/curve near the blue hub of the device. The wall thickness of the device was then measured to investigate the possibility of weak material and was found to be within specification. It was further reported that investigation conducted a simulation of the reported failure (kinked tubing). It was found that the most probable cause of the observed kink was force being applied on the inner cannula during insertion of the tracheostomy tube. Investigation determined that the root cause of the kink/curve was due to the device being used in a manner inconsistent from the instructions for use. Section h10 - evaluation summary corrected.

Manufacturer narrative:
No product was returned. The complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquires or follow up questions related to the record, do not use (B)(6) located in section g1, please direct those to the following: (B)(6). Corrected data: g7: follow-up number